Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge but ultimately was unable to resume using the pump, opting for multiple daily injections (mdi) instead.